Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to stress . However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and customer¿s allegation was confirmed. The evaluation revealed the following findings: adhesive on bending section cover was broken, there was corrosion from electrical-connector due to the leakage, the coating on the connecting tube was peeled off (over 1mm2), leakage due to the pinhole at bending section cover, the angulation in the upward direction was out of standards due to the worn angle-wire, there was black scratch on the image due to the broken charge-coupled device (ccd), and the coating on the universal code was peeled off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during preparation for use, the evis lucera ultrasonic bronchofibervideoscope exhibited the forceps getting caught while inserted at the end of distal-end. The procedure was completed with a similar device. There were no reports of patient harm or impact associated with the event. The device was returned, and an evaluation revealed the coating of the connecting tube was peeling off (greater than or equal to one millimeter square). This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.